Event description:
It was reported a very slow flow to properly infuse our patients with our hyper hydrated. Difficulty taking blood samples on the PICC line. No return possible unless forced by a syringe. Difficulty of infusion depending on the molecules injected.

Event description:
It was reported a very slow flow to properly infuse our patients with our hyper hydrated. Difficulty taking blood samples on the PICC line. No return possible unless forced by a syringe. Difficulty of infusion depending on the molecules injected.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv1455 showed no other similar product complaint(s) from this lot number.